Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on how to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump with instructions to seek further assistance if necessary.